Event description:
It was reported that an unspecified set leaked fluid from an unspecified location. The fluid was observed on the floor. The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.